Event description:
Philips received a complaint on the heartstart mrx indicating that the 3 lead ECG cable / grabber is worn. There was patient involvement but no harm to patient. The customer worked with the remote service engineer (rse) and it was determined that this was a malfunction of the 3 lead ECG cable. The customer has ordered a replacement 3 lead ECG cable, which will be replaced by the customer to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Remote support provided.